Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed a blister at the postauricular surgical site. The patient was treated with oral and topical antibiotics, followed by sterile aspiration of serosanguinous fluid on (B)(6) 2025, and application of pressure to the surgical site for five days. Subsequently, device extrusion was observed through a dehiscence at the postauricular incision site. Explantation with planned reimplantation was indicated; however, the procedure had not been performed at the time of this report. Additional information has been requested but was not available as of the reporting date.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, due to infection. There are no plans to reimplant the patient with a new device as of the date of this report.